Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hospitalization due to infusion set fell off during use. The blood glucose level was 391mg/dl and the patient was treated with u-100 humalog/insulin lispro no further information available.